Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient was implanted with an impella 2.5 device for mechanical circulatory support. While on support, the red alarm indicating the pump dislocated in the aorta occurred due to being too deep. Impella dislocated and repositioning failed and the device was explanted.